Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-02289, 0002648920-2019-00388, 0001822565-2019-02290, and 0002648920-2019-00389. Concomitant medical products: femoral component porous size f left catalog#: 00595201601 lot#: 63608448, articular surface regular constraint blue/c-h 10 mm height catalog#: 90597005010 lot#: 63560022, all poly patella size 35 mm dia. Standard 9.0 mm thickness catalog#: 00597206535 lot#: 63541871. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient underwent left total knee arthroplasty. Subsequently, the patient experienced a deep vein thrombosis that required hospitalization approximately one week post primary implantation. The issue was resolved and no further adverse events have reported

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: medial release, no intra-op complications, hospitalization required for two days observation pulmonary embolism and dvt. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.